Manufacturer narrative:
H6: investigation summary it was reported there was resistance from the needle while trying to administer a vaccine. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no plastic shield. The safety mechanism has not been activated. No other information could be obtained from the photos. A device history record review was completed for provided material number 306610, lot number 2097348. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2097348 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the physical sample analysis, a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide needle was clogged. The following information was provided by the initial reporter: during administration of vaccine received resistance from needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged. The following information was provided by the initial reporter: during administration of vaccine received resistance from needle.